Event description:
As stated "screw has backed out of the dynatran plate. Case was performed on (B)(6) 2011. A 3 level procedure was conducted from c4-c5-c6-c7 on a male that had decent bone quality. We used a 51mm plate and we used 8 fixed self tapping screws. The top of the construct at c4 we used 14mm screws and we used 14mm screws at the bottom of the construct c7. At c5 and c6 we used 12mm screws. The bottom right screw is backing out about 1.5-2mm. The surgeon noticed the issue in (B)(6) 2011."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.